Event description:
It was reported that the implant driver peek tip broke during use. No injury resulted. The device had been in use since november 2025 and was damaged during the procedure. The procedure was completed successfully.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.